Event description:
It was reported to manufacturer that the hand held screen froze at the 'pop up' information screen. Troubleshooting was performed including resetting the handheld , however, the screen continued to freeze at the same screen. The hand held has been returned to manufacturer for analysis, however, the site has opted to keep the software flashcard that was housed inside the handheld, and will therefore not be returned for analysis.